Manufacturer narrative:
Method, results and conclusion: no device returned for evaluation.

Event description:
While the ventilator was in use on a neonate patient, the low expiratory volume alert alarmed. It was reported that the patient was manually ventilated while the alarm was investigated. A verification test was performed and a flow sensor error message was displayed. The faulty sensor was replaced and the ventilator then functioned normally. The distributor reported that the flow sensor wire was broken. No additional patient information was provided. It was not determined if the patient was returned to the ventilator or if a second device was utilized to continue respiratory support. No serious patient injury was reported.